Event description:
It was reported that a 2.0mm coupler was not closing properly. No further information is available.

Manufacturer narrative:
The coupler device involved in the incident was not returned for evaluation, and therefore functional testing could not be performed. According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.